Event description:
Per independent repair center statement,the unit will not start. The key failure was the pe valve was leaking. Additional malfunctions include the power switch for the control panel had a short circuit, and the zip ties for the pe valve were replaced.